Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The aneurysm sac had enlarged due to a type ii endoleak due to a posterior lumbar artery, and in 2009, the patient underwent an additional procedure in which the sac wall was carved, the thrombus was cleared and the lumbar artery sutured. The gore excluder aaa endoprosthesis was left in place and a coagulative drug (flowseal) was injected behind the graft.

Manufacturer narrative:
A review of the manufacturing records has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of patient anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Attempt(s) to acquire information required for this form were made by gore.